Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tubes, the customer noticed a large fibrin deposits at the top of tubes after centrifugation on unspecified number of tubes.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tubes, the customer noticed a large fibrin deposits at the top of tubes after centrifugation on unspecified number of tubes.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 25-mar-2025. Investigation summary: bd received 7,800 samples for investigation. Out of these, 100 returned samples were visually inspected, and no additive defects related to fibrin were found. Additionally, 100 retained samples were visually inspected, and no additive defects related to fibrin were found as all samples met specification. Complaints for sample quality for the month of february 2025 were not under statistical control; therefore, factors that may contribute to fibrin, were evaluated through a clinical study to verify the design of the device met it¿s intended use. There were no difficulties encountered during blood collection and as tubes exhibited proper fill. Bd was able to duplicate the customer¿s indicated failure mode (fibrin) because the defect was evident in the testing of the complaint lot samples. Replicates of lot 4276808 retention samples tested displayed a degree of fibrin. All other visual observations demonstrated clinically acceptable performance with both retention and control samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: fibrin. Corrective and preventive action has been opened to address the issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.